Event description:
Over a three-day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on olympus scopes in-house. During this onsite visit, an unknown bronchoscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(6).

Manufacturer narrative:
Date of event: (B)(6) 2021. During an endobronchial ultrasound (ebus) procedure, the customer was using both a bronchoscope and an ebus scope. When the customer was finished with the bronchoscope, pre-cleaning was not performed until after the procedure had been completed (patient identifier (B)(6)). Once the case was completed, the pre-cleaning of the bronchoscope was performed correctly but for the ebus scope, the customer wiped down the scope and suctioned the detergent for 30 seconds (patient identifier (B)(6)). The customer then flushed 10ml of water through the balloon port, and then flushed 10ml of air twice through the balloon port. The user facility was also observed using the same suction cleaning adapter throughout the entire day without cleaning between uses (patient identifier (B)(6)). At the end of the day, the user facility would fill the adapter with detergent solution and let it soak in the detergent overnight. In the morning, the adapter would be flushed with air and then used for the rest of the day. In addition, in the reprocessing room, the sinks are low which makes it difficult for the staff to clean the scopes under the water due to having to bend over. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the facility staff was less trained in device handling and/or reprocessing according to the instructions for use which state: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ additionally, the instructions for use caution the user to preclean device immediately after use: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.¿ olympus will continue to monitor the field performance of this device.